Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was powered on and the display showed missing segments. This issue was caused by a problem with the printed circuit board component. The cause of the component failure was not definitely established.

Event description:
It was reported the display could not be read. After device had been dropped during transport. No patient was involved.